Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported that the cycler alarmed while she was training a patient for pd treatment. The pd nurse canceled the treatment and opened the cycler door noticing a fluid leak. Upon follow up with the pd nurse, it was determined that the patient did not experience any adverse events as a result of this incident. The cassette/tubing set in question was discarded. No antibiotics were prescribed as prophylactic.